Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) and femoropopliteal lesions. During a presentation held by dr. (B)(6), a comment was made on a case where the patient had three supera peripheral self-expanding stents (ses) implanted. Approximately four years later in 2017, the proximal segment of the [afs] stent occluded. The occlusion was treated percutaneously, and the vessel remains patent to this day (6 years post-intervention). There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. The reported patient effect of occlusion is listed in the supera peripheral stent system instructions for use as a potential adverse effect of peripheral percutaneous intervention. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional supera peripheral self-expanding stents (ses) referenced in b5 are filed under separate medwatch report numbers.